Manufacturer narrative:
Device was manufactured february 2, 2016 ¿ february 3, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion while using a large volume infusor. The infusor was filled with 80ml of tobramycin and 120ml of sodium chloride. The pump ran for 90 minutes instead of 60 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.